Event description:
The customer reported having unexplained high blood glucose. The glucose reading at time of call was 110mg/dl. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.